Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up at the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited episodes of noise. The ra lead was explanted and replaced. The patient tolerated the procedure well and remained in stable condition.